Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent was damaged. The procedure was completed with another 3.00x38 synergy stent. No patient complications were reported.